Manufacturer narrative:
Combination product: yes.-

Event description:
It was reported that oversensing was detected on the rv lead leading to a false positive vf detection. The patient will be evaluated in clinic.

Event description:
It was reported that oversensing was detected on the rv lead leading to a false positive vf detection. The patient will be evaluated in clinic.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.